Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was difficult to interrogate. The field representative from another manufacturer noted that the device had not been checked for over 1 and a half years. It was suspected that the ICD was not functioning. According to medical records, the product appears to remain in service. No adverse patient effects were reported. No further information is known that this time. This report will be updated, should additional information be received.